Event description:
Procedure: gastric bypass. According to the reporter: from covidien salesrep: the operating room - help gave an orvil25 to the anesthetist instead of an orvil21. So he connected the eeaxl2135 to the orvil25 and the result was a disaster. The surgeon had to cut a part of the stomach (pouch) and perform the anastomosis manually. There was unanticipated tissue loss. Surgical time extended by more than 30 minutes, extension of hospital stay.

Manufacturer narrative:
(B)(4).